Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis (hd) nurse reported that heparin line became disconnected at the bloodline during a patient's hd treatment approximately an hour or less into the patient¿s hd treatment. There was no damage seen on the bloodlines prior to treatment. The patient¿s estimated blood loss (ebl) was unknown. It was confirmed that the patient did not develop any symptoms, injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual inspection a separation between the heparin line to the red ¿t¿ connector was confirmed. There was no application of solvent was found in the heparin line and connector. A dimensional test was performed and sample found to be acceptable. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the cause of the complaint was able to confirm the reported event.